Event description:
It was reported that the device was used during a colectomy. It was reported by the rep that the surgeon experienced poor staple line. It was not hemostatic. Another tlc55 and tx60b instrument was used to complete the case. There was no consequence to the pt.